Event description:
It was reported that following successful stent deployment, a filling defect was visualized. Additional post dilatation successfully treated the area of concern. The pt was discharged and reportedly doing well.